Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting high thresholds and high impedance. The pace/sense portion of the lead was capped and replaced. The defibrillation coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.